Event description:
Caller reports being unable to obtain a result due to an error on the aviva system while customer had low blood glucose symptoms. Customer was taken to the hospital and treated with an IV of unknown content. Customer tested 42 mg/dl on professional device, and was released from the hospital 1.5 hours later once low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).